Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a battery out limit alarm and display screen went blank. Display screen returned, but time and date had to be reset. Time had a difference of eight hours which caused issues. Healthcare professional assisted in fixing issue. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump and that battery cap would be replaced.